Event description:
Reported death due to sepsis on (B)(6) 2023 after 29 days on support. Autopsy was not performed, device was not explanted. Syncardia device reportedly did not cause or contribute to the patient death.